Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient experienced infusion set tubing got detached from the site at back on (B)(6) 2025. The infusion set was in use for two days. It was also reported that there was not stress or pull on the tubing and pump was not dropped with the set connected to their body. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.